Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the iipv was determined to be: insufficient drain, use error, tidal uf removal set too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) felt full in dwell 7 of 8, fill volume 1500ml. The technical service representative (tsr) had the hp perform a manual drain, drain volume 3400ml, and the drain stopped. The tsr then filled the hp with 100ml and assisted with ending therapy. The tsr would swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria. On (B)(4) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the reported overfill. The pdn verified the hp's largest prescribed fill volume (lpfv) is 1500ml. The pdn stated the hp experienced some abdominal tenderness immediately after the event which resolved on its own after a couple of days. The hp has received the new hc and has not had any other issues. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.